Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative stated the power factor controller (pfc) 1000 board was replaced after a noted resistor was damaged. The motor charge board and 8 motion batteries were replaced, too. The imaging system then passed the system checkout and was found to be fully functional. The suspect motor battery charger and power factor controller (pfc) board were returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was being brought in to the operating room (or) and a loud pop was heard. The system became unresponsive and the site had to manually open the door from around the patient, to get it out of the room. It was noted that they were not able to navigate in the procedure. The surgeon stated that the remainder of the case went well. There was a delay of surgery of 40 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
The pfc board for the imaging system was returned to the manufacturer for evaluation. Testing found that the power resistor had visual evidence of electrical overstress. The motor battery charger for the imaging system was returned to the manufacturer for evaluation. Testing found that the board passed functional testing, though discoloration was noted on capacitors on the board.